Event description:
The surgeon stated the head did not match the trial. After measuring both, the depth inside the head where it goes on the trunnion is deeper than it's supposed to be which made the hip too loose.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a size/fit issue involving a ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: metal transfer marks were identified on the articulating surface and taper of the ceramic head. The device was otherwise unremarkable. A dimensional inspection was performed, all features measured conformed to the required specifications. There was no evidence of a dimensional issue medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a dimensional inspection was performed on the returned device, all features conformed to the required specifications. No further investigation is required at this time. If further relevant information becomes available this investigation will be re-opened.

Event description:
The surgeon stated the head did not match the trial. After measuring both, the depth inside the head where it goes on the trunnion is deeper than it's supposed to be which made the hip too loose.